Event description:
A customer reported that the glucometer dex system would not count down after the reagent sensor was innoculated with blood. In addition, the only item seen completely in the display is mg/dl and all other portions are missing segments. While on the phone a review of the system was conducted. The display issues were repeated. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.